Manufacturer narrative:
The device was returned to olympus for inspection and the customer's allegation was confirmed: the front and rear light guide bundles were severely damaged, causing the image to be dark. In addition, the following reportable malfunctions were identified during the device evaluation: the front and rear light guide bundles were severely damaged, lg cover glass surface is worn, and light guide insertion lever glass was cracked. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had dark image. The issue was found during a reprocessing. There were no reports of patient involvement.